Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 74 mm diameter thoracic aortic aneurysm in zone 2 approximately three weeks ago. The proximal neck was 41 mm in diameter. The left common iliac artery was 12 mm in diameter and the right common iliac artery was 14 mm in diameter. The right and left external iliac arteries measured 10 mm in diameter. The distal aortic neck was 35 mm diameter. It was reported that a proximal type I endoleak was observed post implant. The physician tried to balloon the proximal edge of the stent graft; however, this was not successful to resolve the proximal type I endoleak. Another valiant 4646100 was implanted proximally and the endoleak diminished but it did not resolve. No further ballooning or intervention was performed. The physician will monitor the patient. The cause of the endoleak is unknown. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); lack of information (unknown cause of endoleak). Conclusion: lack of information (unknown cause of endoleak).

Event description:
Additional information was received as follows: it was reported that the patient is scheduled for additional treatment and is being monitored. No further information was provided.

Event description:
Additional information was received as follows: it was reported that the patient was brought back for treatment of the endoleak with a 44/44/150 valiant stent graft. The valiant delivery system was inserted from the patient¿s left femoral artery; however, the delivery system would not advance. The physician determined that it would be too risky to push the delivery system upward by force. The device was removed and another device was successfully implanted in the patient. The physician stated the patient did not have severe tortuosity or calcification; however, calcification may have progressed compared to the previous film review. No further intervention is planned due to patient's age and the patient will be monitored.